Manufacturer narrative:
Additional information: section d-9: device available for evaluation: yes section d-9: device date returned to manufacturer: sept 02,2025 section h-3: device evaluated by manufacturer: yes device evaluation: visual inspection of the complaint device revealed that the handpiece was received with the plunger rod overriding the lens stuck in the cartridge. Viscoelastic residue was observed throughout the cartridge; a bulge was observed on the cartridge where the lens was stuck. No issues were identified with the lens module, device assembly, and plunger rod advancement. The plunger rod was observed to bent and the plunger rod tip was observed to be partially broken off. The lens could not be removed from the cartridge for evaluation; however, the lens was observed to be damaged. The complaint issue was identified during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Therefore, there is no indication of a product deficiency or product malfunction. User error was confirmed as the complaint intake form indicated the iol directions were not followed. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Based on the complaint investigation results, the product was released within specifications. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: section a-3b patient gender: female section a-4 patient weight: unknown/asked information was not provided. Section a-5 patient ethnicity: white section a-6 patient race: unknown/asked information was not provided. Section d-6b date explanted: unknown/asked information unavailable. Section h-3 device evaluated by manufacturer: the complaint device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch report will be filed. Attempts were made to contact the customer account requesting additional information regarding complaint however, to date no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
Via e-mail it was reported the dib00 model intraocular lens (iol) was wasted due to loading issues. However, the attached complaint intake form indicated the iol was explanted in secondary surgical procedure from the patient's ocular sinister (left eye), sutures were required, and the iol directions were not followed. No further information is available.